Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient was experiencing uncomfortable stimulation due to lead migration that occurred on an unknown date. As a result the lead was replaced on (B)(6) 2020 and effective therapy has been established.